Event description:
It was reported that a patient returned to clinic post-operative with a broken left rod which required revision surgery to replace. The patient had a previous matrix pedicle screw construct from t10-ilium; date of the original surgery was unknown. Most of the locking caps used in the original procedure were the cobalt chromium (cocr) locking caps. However, three of the caps used in the original construct were titanium caps. After exposing all of the previous screw heads the final tightener shaft was used in the standard matrix torque t-handle wrench and counter torque to remove all the locking caps in the standard fashion. All of the cobalt chromium caps came out easily but the three titanium locking caps were noted to be stuck. During several of the maneuvers, several of the instruments broke. The surgeon used a solid t25 handle screwdriver through the standard counter torque, to remove the stuck cap. The first cap was removed successfully. During the attempt to remove the second cap, the tip of the screwdriver was worn in the process and was unable to be used further. No pieces were noted in the patient and the driver was removed from the field. This solid screwdriver was replaced with a ratchet t-handle and standard screwdriver shaft to remove the second cap. While trying to remove the second cap, it must have broken the gearing internally because the t-handle all of sudden spun freely and would no longer work. No pieces were noted to be left in the patient and the handle was removed from the field. In its place, a second ratchet t-handle was used and the remaining caps were removed successfully. The left rod was broken just above the left l3 screw-head. After removing the rod on both sides, the surgeon fashioned two new cocr rods to fit. Cocr locking caps were inserted in the usual fashion with a straight t25 driver. During several of the locking cap insertions, the caps fell off of the same driver several times. Upon inspection, it was noted the tip of the driver was worn and should be replaced. The driver was used for the remainder of the case by applying bone wax to the tip to allow the cap to stick. All remaining caps were inserted without event. After the case the driver was removed from the field. The surgeon completed the construct to his satisfaction and the incision was closed. The surgeon did mention the patient was on chronic steroid therapy and the likelihood of fusion was low with this patient. It was reported there was a two to three minute delay in the procedure. (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was completed: (B)(4) manufactured the device. Initially, the part conformed to the supplier¿s certificate of conformance and was inspected and conformed to the synthes final inspection sheet. There were no material review reports, non-conformance reports, or complaint related issues with this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (ratchet t-handle 6mm, part number 03.632.090, lot number 6652116). Upon receipt of the subject device, the adapter portion of the instrument was able to be unthreaded from the ratchet mechanism. The threaded shaft broke from the weld joint. The original bradshaw lot number was 530270 which dates back to 8/19/2011. (B)(4) manufactured the ratchet t handle, 6mm, per the synthes purchase order (po), dated august 31, 2011, to part number 03.632.090, lot # 6652116. The product originally conformed to all requirements as noted on the certificate of compliance (dated august 29, 2011) and was inspected to the synthes incoming final inspection sheet. (B)(4) responded on may 20, 2015 and stated ¿the adapter portion of the instrument was able to be unthreaded from the ratchet mechanism. The threaded shaft broke from the weld joint. The original bradshaw lot number was 530270 which dates back to 8/19/2011. At assembly, the instrument is torqued to 15nm in both directions to ensure that the master bond and weld joint does not fail. It is presumed then that more than 15 nm was applied to the instrument. Based on the evaluation and the unknown cause, this complaint condition ¿while trying to remove the second cap, it must have broken the gearing internally. The t-handle all of sudden spun freely and would no longer work¿ is confirmed but is not considered manufacturing-related. The ratcheting handle, 6mm, with quick coupling, was made to the synthes drawing released on february 26, 2009. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device is used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.